Event description:
The reporter indicated the surgeon attempted to use a ks-a3i aq310ai 22.0d preloaded injector. When checking the pre-loaded injector before use, the screw plunger easily came off. No attempt was made to use it. There was no patient contact. Cause of incident is unknown.

Manufacturer narrative:
(B)(4). Evaluation codes: method -(other): device work order search results - (other): a device work order search was performed and no similar complaints were found within the work order. Conclusion - conclusion not yet available. Evaluation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. # (B)(4).